Event description:
A pericardial effusion was reported during a case. No additional details given. Inspite of multiple attempts to inquire further information regarding the patient condition and medical intervention performed for this case, no clarification was provided.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.